Manufacturer narrative:
(B)(6). Device manufacture date - the lot was manufactured between from april 16-17, 2019. The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs showed evidence of the leak inside the bag that contained the device. The exact location of leak from the device and the cause of leak could not be determined via the pictures. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The device was discovered leaking into the unopened overpouch prior to patient use. The folfusor was filled with furosemide 180mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.